Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was deploying the first mesh leg into the patient's sacrospinous ligament, a "very little piece" of the lead suture detached. The detached lead suture with the needle at the end was captured inside the capio cage. The physician removed the uphold mesh from the patient and completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.